Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the practice manager let the manufacturer representative (rep) know that the patient had their device explanted on (B)(6) 2026 due to localized discomfort and pain at the implant site. It was unknown if the issue was resolved.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no steps would be taken to resolve the issue, the device was discarded by the hospital staff. The rep stated that the customer care team would be in touch with the patient, and the issue was resolved.

Manufacturer narrative:
Corrections to h6: imf and img codes added to reflect the explant and the battery as the involved component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.